Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 60- 400 (mg/dl). Customer consumed glucose tablets to treat their low bg levels, and administered a correction bolus with the pump to treat their elevated bg level. Reportedly, the customer believes that the low and high bg alerts did not adequately sound. Alerts were verified in the pump history to have been declared, and the customer was reminded that the alert will vibrate first, then an audible alert will follow. Additionally, the customer reported that during the calibration of the continuous glucose monitoring function of the pump, the customer entered a bg value of 322 (mg/dl), and since this value was above their target bg value, the pump offered the customer the option to administer a correction bolus. The customer accepted and reported that a bolus was delivered. Reportedly, the customer entered the same value of 322 (mg/dl) 2 minutes later, and the customer stated that the pump again offered the customer the option to administer a correction bolus. Customer reported that they declined the second correction bolus offer. During troubleshooting of the pump with tandem technical support, customer reported that the time on the pump was off by about 10 minutes. Customer successfully edited the time on the pump. Customer indicated that they have contacted their health care provider to discuss diabetes management. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.